Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) t-connectors had deteriorating packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This report is for 1 device, lot number: ur13l03187. The event was discovered before use. The customer stated the product was stored in the med room and separated in a bin. It was unknown how long the product was in storage before discovering the problem. There was no object dropped on the packages or exposure to liquids. One device was received for evaluation from lot: ur13l03187. A visual inspection was performed and damaged sterile packaging was observed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.